Event description:
The customer reported the operational check error log file 10003 system failure cycle power - time out. The error 10003 could impact the delivery of therapy. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.